Event description:
The lay user / patient contacted lifescan (lfs) in 2006, alleging that his ultra 2 does not power on. A medical affairs specialist (mas) spoke to the patient in 2006, and he refused to speak to mas to obtain any further clinical information. Mas listened to the recorded call and obtained the following information: the patient purchased the meter two weeks ago. The pt alleges he went to the ER twice because his meter was not powering on. At an unspecified time and date, the patient experienced symptoms where his body felt cold and shaky. He attempted to test his blood glucose and was unable to obtain a reading; therefore, he went to the ER. The first time, the patient went to the ER his blood glucose was 469 mg/dl on the hospital device and was treated with insulin. The second time he experienced the same symptoms and attempted to test and was unable to obtain a reading; therefore, he went to the hospital and his blood glucose was 230 mg/dl and was treated with insulin. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long the patient was experiencing the issue with the meter and the last time the patient was able to obtain a reading on the device; most importantly, it would be helpful to know if the patient was able to obtain blood glucose readings on the device prior to the two ER visits. Customer care advocate (cca) had the patient insert a test strip into the meter and the meter did not power on. The patient has never replaced the battery. The patient took the battery out of the meter and reseated the meter and issue was not resolved. Cca did a field exchange with a local pharmacy. The complaint is being reported since the patient, attempted to test on his meter and was unable to obtain a reading. The patient went to the ER and was treated with insulin for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.